Event description:
Procedure: lap mammectomy. According to the reporter: when using the endoscope the tip of the port cracked. The cracked/broken part was retrieved from the cavity with no tissue damage and another device was used. There was no injury reported.